Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: remicade was spiked and attempted to prime through the standard tubing with a filter attached. Medication started to prime, then the medication stopped just before it reached the pump. Pump alarmed upstream occlusion. Tubing removed from pump and placed back into the pump. Pump then alarmed downstream occlusion. Verified no clamps clamped. Vent on tubing opened at this time. Still no change. Vent closed. Tubing wouldn't prime. Bbraun pump switched at this time. Pump alarmed upstream occlusion. Tubing removed from the chamber and placed back into pump. Then pump alarmed downstream occlusion. Filter changed at this time. All steps verified with second rn. Medication still would not prime through the tubing and the bbraun pump giving the same upstream and downstream alarms. New standard pump tubing and filter changed at this time. Tubing primed without difficulty or pump error.

Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.